Manufacturer narrative:
Date of event: approximately 6 months ago. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient developed multiple complications following an angiojet procedure. An angiojet® solent¿ omni catheter was selected for use during a patient procedure treating a left common-external iliac thrombus. No device malfunction was reported during the procedure, but the patient developed multi-organ failure, diffuse hemolysis, and bleeding following the procedure. The patient required intubation, dialysis due to borderline renal function, and extreme supportive care. The symptoms occurred within minutes to hours of the event (not specified). The patient spent 3 months in the hospital, after the procedure, due to these complications. The patient survived with multiple complications.